Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a, x-rays were received. A depuy legal nurse reviewed the provided x-rays and confirmed the x-ray wire in the trial head was visible in two of the three post-op images, confirming the reported issue. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Provided information states while performing trialing before implantation the hip dislocated anteriorly and as the surgeon was relocating the hip back into the socket, the head caught the edge of the cup implant and dropped. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Trial head was dislodged inside the patient's hip and the surgeon had to leave inside the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.